Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they had a hypoglycemic incident on (B)(6) 2017 and had to go to the emergency room. The customer experienced symptoms such as seizure. Troubleshooting was not completed as customer declined transfer to the 24 hour help line. It is unknown if the insulin pump will be returned for analysis.